Manufacturer narrative:
The device was not returned for evaluation as it remained in the patient. Therefore, a no product return engineering evaluation was performed. Procedure imagery was provided, and the following was observed: the fully expanded valve appears to be positioned low compared to the based cusps. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve migrated was confirmed from the imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during procedure the 23mm sapien 3 ultra valve was inserted and a "marginal embolization" (migration) of valve into lvot was noticed, after valve deployment. The valve position was 60/40 (aortic/ventricle). The valve still attached to lcc. Second 23mm sapien 3 ultra valve was inserted overlapping proximally to secure first valve. The patient was in recovery after procedure''. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Per CT report provided, patient's annulus area was 433 mm2. Per training manual, thv size of 26mm is recommended for an annulus size of 433 mm2. It is possible that the under-sized valve caused the valve to migrate after deployment. As such, available information suggests that procedure factors (under-sized valve) may have contributed to the reported event; however, a definitive root cause was unable to determined. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in australia. As reported, this was a case of an implant of 23mm edwards sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. During the procedure, the 23mm sapien 3 ultra valve was inserted and a "marginal embolization" (migration) of valve into lvot was noticed, after valve deployment. The valve position was 60/40 (aortic/ventricle). The valve still attached to left coronary cusp. A second 23mm sapien 3 ultra valve was inserted overlapping proximally to secure first valve. The patient was in recovery after the procedure.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remained implanted.